Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that when the hospital autoclaved the cable passer on (B)(6) 2019, an unknown liquid seeped out and stained the fabric which wrapped it. There was no patient or procedure involvement. This report is for an unknown cable passer. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The received condition of the device is concordant with the complaint description and the complaint condition is confirmed. The root cause (regarding the bleeding out handles) was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps are not required. The potential cause for this investigation will be rated as normal wear, since the product was in use for over 10 years. Synthes recommends to follow the available reprocessing instructions to avoid possible problems (see information sheet or refer to https://emea.depuysynthes.com/hcp/reprocessing-care-maintenance. As part of our aspiration to offer the best quality products to our clients, in 2013, synthes initiated a program to replace the canevasit/phenolic handles of all instruments sold with either medical grade silicone rubber or polyphenylsulfone (ppsu). We have identified over 300 different instruments with canevasit/phenolic handles. Many of the most sold articles are already available in either silicone or ppsu. We at depuy synthes like to assure you that we are committed to offer all instruments with either silicone or ppsu handles by end 2021 and like to thank you for your cooperation and patience. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected.,investigation selection: supplier lot # p030335, release to warehouse date: 08 may 2008; 01 nov 2008, supplier: (B)(4), no ncr's were generated during production.,part # 391.106, synthes lot # p034675. This lot met all visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that wou ld contribute to this complaint condition.,review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition.,review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4: multiple devices were returned for investigation because it is unknown which is the complained cable passer. Potential devices: part 391.103, lot p030335; part 391.104, lot p028379; part 391.105, lot p059794; part 391.106, lot p034675; part 391.107, lot p035536; or part 391.108, lot p032161. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record (DHR) review was conducted: part # 391.103, synthes lot # p030335, supplier lot # p030335, release to warehouse date: 08 may 2008; 01 nov 2008, supplier: (B)(4), no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Part # 391.106, synthes lot # p034675, supplier lot # p034675, release to warehouse date: 15 dec 2008; 27 jan 2009, supplier: (B)(4), no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Part # 391.104, synthes lot number: p028379, supplier lot number: p028379, manufacturing site: synthes monument, release to warehouse date: 08-may-2008, supplier: (B)(4), no ncr¿s were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition., h3, h6: a product investigation was conducted. For part # 391.103, synthes lot # p030335 visual inspection: the returned cable passer is fully functional and in a very good condition. Brown spots are visible on the returned work smock and in the plastic bags (in which the pliers were returned). The product was delivered decontaminated/sterilized. Drawing/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. Failure in material or production could not be detected. Summary: the received condition of the device is concordant with the complaint description and the complaint condition is confirmed. The root cause (regarding the bleeding out handles) was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps are not required. However, the potential cause in the analysis code will be rated as undetermined, since the product was delivered in a decontaminated/sterilized status and the bleeding out of the handles could not be reproduced anymore. Regarding bleeding out of canevasit handles (brown spots) we would like to provide you the following statement/memo of synthes: tests carried out by an independent laboratory (medical device services, d-82205 gilching) have confirmed that a new canevasit handle, after sterilization is not cytotoxic. Synthes recommends to follow the available reprocessing instructions, and instructions for functional control to avoid possible problems (see information sheet or refer to http://emea.depuysynthes.com/hcp/reprocessing-care-maintenance). An instrument with canevasit handle was subjected to 200 reprocessing cycles (each consisting of washing/disinfecting and steam sterilization) under worst case conditions compared to the reprocessing instructions. During this test, only a gradual (and acceptable) darkening of the handle was observed, and no signs of more severe degradation, such as bleeding or erosion were found. As part of our aspiration to offer the best quality products to our clients, in 2013, synthes has initiated a program to replace the canevasit/phenolic handles of all instruments sold with either medical grade silicone rubber or polyphenylsulfone (ppsu). We have identified over 390 different instruments with canevasit/phenolic handles. Many of the most sold articles are already available in either silicone or ppsu. We are in the process to convert a further 60 articles by quarter 4 of 2019 to increase our portfolio of instruments with silicone handles to cover about 85% of current demand. To remain within current regulations the exchange program has to follow stringent guidelines to ensure the instruments are safe and fit for purpose. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. H3, h6: a product investigation was conducted for part # 391.106, synthes lot # p034675: visual inspection: the returned cable passer is fully functional and in a very good condition. Brown spots are visible on the returned work smock and in the plastic bags (in which the pliers were returned). The product was delivered decontaminated/sterilized. Drawing/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. Failure in material or production could not be detected. Summary: the received condition of the device is concordant with the complaint description and the complaint condition is confirmed. The root cause (regarding the bleeding out handles) was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps are not required. However, the potential cause in the analysis code will be rated as undetermined, since the product was delivered in a decontaminated/sterilized status and the bleeding out of the handles could not be reproduced anymore. Regarding bleeding out of canevasit handles (brown spots) we would like to provide you the following statement/memo of synthes: tests carried out by an independent laboratory (medical device services, d-82205 gilching) have confirmed that a new canevasit handle, after sterilization is not cytotoxic. Synthes recommends to follow the available reprocessing instructions, and instructions for functional control to avoid possible problems (see information sheet or refer to http://emea.depuysynthes.com/hcp/reprocessing-care-maintenance). An instrument with canevasit handle was subjected to 200 reprocessing cycles (each consisting of washing/disinfecting and steam sterilization) under worst case conditions compared to the reprocessing instructions. During this test, only a gradual (and acceptable) darkening of the handle was observed, and no signs of more severe degradation, such as bleeding or erosion were found. As part of our aspiration to offer the best quality products to our clients, in 2013, synthes has initiated a program to replace the canevasit/phenolic handles of all instruments sold with either medical grade silicone rubber or polyphenylsulfone (ppsu). We have identified over 390 different instruments with canevasit/phenolic handles. Many of the most sold articles are already available in either silicone or ppsu. We are in the process to convert a further 60 articles by quarter 4 of 2019 to increase our portfolio of instruments with silicone handles to cover about 85% of current demand. To remain within current regulations the exchange program has to follow stringent guidelines to ensure the instruments are safe and fit for purpose. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. H3, h6: a product investigation was conducted for part # 391.104, synthes lot number: p028379: visual inspection: the returned cable passer is fully functional and in a very good condition. Brown spots are visible on the returned work smock and in the plastic bags (in which the pliers were returned). The product was delivered decontaminated/sterilized. Drawing/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. Failure in material or production could not be detected. Summary: the received condition of the device is concordant with the complaint description and the complaint condition is confirmed. The root cause (regarding the bleeding out handles) was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps are not required. However, the potential cause in the analysis code will be rated as undetermined, since the product was delivered in a decontaminated/sterilized status and the bleeding out of the handles could not be reproduced anymore. Regarding bleeding out of canevasit handles (brown spots) we would like to provide you the following statement/memo of synthes: tests carried out by an independent laboratory (medical device services, d-82205 gilching) have confirmed that a new canevasit handle, after sterilization is not cytotoxic. Synthes recommends to follow the available reprocessing instructions, and instructions for functional control to avoid possible problems (see information sheet or refer to http://emea.depuysynthes.com/hcp/reprocessing-care-maintenance). An instrument with canevasit handle was subjected to 200 reprocessing cycles (each consisting of washing/disinfecting and steam sterilization) under worst case conditions compared to the reprocessing instructions. During this test, only a gradual (and acceptable) darkening of the handle was observed, and no signs of more severe degradation, such as bleeding or erosion were found. As part of our aspiration to offer the best quality products to our clients, in 2013, synthes has initiated a program to replace the canevasit/phenolic handles of all instruments sold with either medical grade silicone rubber or polyphenylsulfone (ppsu). We have identified over 390 different instruments with canevasit/phenolic handles. Many of the most sold articles are already available in either silicone or ppsu. We are in the process to convert a further 60 articles by quarter 4 of 2019 to increase our portfolio of instruments with silicone handles to cover about 85% of current demand. To remain within current regulations the exchange program has to follow stringent guidelines to ensure the instruments are safe and fit for purpose. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.